Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an exit procedure, the user could not secure the lever to fire the cutting blade with the first stapler. After three tries, they were able to secure it and fired the blade. Once the device was fired, the users could not get the jaws to open, so the doctor had to use a scalpel to cut the stapler off. With the second stapler they were able to fire the cutting blade, but again they were unable to release the jaws and had to cut with a scalpel to remove the device from the patient. There was unanticipated tissue loss. It is unknown on how much blood was lost but a blood transfusion was needed. The surgical time was delayed by more than 30 minutes due to the problem, but extended hospital stay is unknown. No reinforcement material was used. The current patient status is reported as stable.